Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The mechanical assist/heart transplant coordinator reported that after (B)(6) months of support, the patient presented with hemolysis. The patient was also reported to have significant weight gain. An x-ray taken by the hospital appeared to show that the inflow conduit was malpositioned. The patient remains admitted in the hospital for the administration of inotropes.